Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a device explant procedure. Prior examination of the patient's pacemaker revealed an infection. The pacemaker was explanted on (B)(6) 2022. The patient was stable throughout.

Event description:
New information received notes that the device was re-sterlized and re-implanted in to the patient and will not be returned. Cultures were taken with unknown results.

Manufacturer narrative:
Additional information: h10 field should include the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Additional information: d7a: field should be marked "yes" as device was resterilzed additional information: b6: field should include cultures taken. Additional information: h6: codes should reflect device not returned.